Event description:
It was reported that during use of the bd¿ safe-clip that the safety clip was jammed not allowing the needle to enter the clipper. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: "in patient care follow-up call, report that since (B)(6) 2019 the short needles does not work, indicates that the needle does not enter, until the equal continuous moment .."

Manufacturer narrative:
Investigation summary: customer returned one (1) used bd safe-clip device from lot 5208371. Consumer reported the short needles does not work, indicates that the needle does not enter. The returned sample was examined, and it was observed that there was dry blood near the cutter hole.the sample was tested by clipping three test cannula: the safe-clip device was able to clip all three test cannula properly. As no manufacturing defects were observed on the sample, the alleged issue could not be confirmed. According with the DHR review, the problem ¿difficult/unable to operate¿ and ¿unable to perform function¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ safe-clip that the safety clip was jammed not allowing the needle to enter the clipper. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: "in patient care follow-up call, report that since (B)(6) 2019 the short needles does not work, indicates that the needle does not enter, until the equal continuous moment .."